Manufacturer narrative:
H10: on 03/29/2023, the field service engineer (fse) contacted the customer who stated that they did not require service. The director of the respiratory department analyzed the device with the customer biomedical engineer (bme) and they determined that no work was required. The unit was placed back in use with no limitations. A good faith effort (gfe) response from the fse received on 03/30/2023, it was confirmed that the customer reviewed the device with their bme and informed the fse that further assistance was not required. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that error code 1122 (check vent: blower temperature high) was found in the log. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. Resolution is pending completion of the onsite service. This investigation is ongoing.